Manufacturer narrative:
The device passed rewind test, basic occlusion test, prime or compromised force sensor system test and displacement test. However, the device received stuck in the motor error loop during bolus or basal delivery and motor position encoder error alarm confirmed in the history file.the motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a motor error. The customer's blood glucose was unknown. The customer was assisted with the troubleshooting. The customer also state that the drive support cap appears normal. The insulin pump will be returned for the analysis.